Event description:
It was reported that the patient presented remotely via merlin.net. The patient indicated they could not connect to their device. The implantable cardioverter defibrillator could not be interrogated via rf and inductive transmissions. The patient was contacted by a clinician to come in for further testing with no response. There had been no report to the clinic by the patient with regards to any patient consequences.

Manufacturer narrative:
Additional information: section a4, a5, a6 updated.

Event description:
New information received notes the pacemaker could not be interrogated with a radio frequency (rf) transmitter, the patient was sent an inductive tranmsitter with the same results. The patient received a follow up in clinic on (B)(6) 2022 and the device could not be interrogated with a magnet. The patient experience bradycardia with some symptoms. The patient indicated they were feeling exhausted. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no rf, no inductive telemetry, and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Section e1: the record was updated to include the patient's physician's name.